Manufacturer narrative:
Per escalated investigation evaluation findings by the manufacturer: this complaint was escalated because a piece of the scope was reported to have been passed into the patient's body. An evaluation of the product found thermal damage in the channel passage from premature activation of a laser fiber. This not only resulted in a leak but caused damage to the inner lining of the material to tear and come loose (see photo below). The channel material was what's likely passed into the patient's bladder. IFU z24359us rev. Ba was reviewed and there are specific warnings against the premature firing of laser probes to prevent injury to the patient and damage the scope. Conclusion summary: the investigation revealed that the loose material that may have passed into a patient's bladder may have been a piece of the damaged channel wall caused by the premature activation of a laser probe. Although the customer did not report any patient injury associated with this issue, this event was deemed to be reportable therefore an MDR has been filed and iaf (B)(6) 2023.has been initiated for CAPA considering.

Manufacturer narrative:
Per evaluation findings by the manufacturer: primary damage location: distal tip. Primary damage type: chipped. Primary damage cause: maintenance and care. Details: chipped ceramic sleeve. Thermal damage in working channel caused leak. Indentation in shaft at middle section.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal case # (B)(4).

Event description:
It was reported that, during a ureteroscopy on (B)(6) 2023, a material from the scope appeared to have broken off and been passed into the patient's bladder. No harm to patient or user was reported. According to our onsite endoscopic specialist (oes) (who was in the case when this happened), most of the material was able to be irrigated out. Nevertheless, she believed that there were still small fragments imbedded into the patient's bladder wall, and she did not get a good visual or image of the material after it was irrigated out. There was a delay of approximately 10-15 minutes to the procedure. The procedure was eventually completed with a back-up scope.